Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0fqd2, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). The shocking began 4-5 months ago ((B)(6) 2015) and it was noted that it was "off and on and then it started getting worse." The device was then removed and replaced on (B)(6) 2015. The indication for use for the implanted device was noted as gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent. See manufacturer's report # 3004209178-2015-20605 for the patient's subsequent device issue.